Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 401 mg/dl at the time of incident and current blood glucose level was 481 mg/dl. The customer reported that the insulin pump was under delivering as the customer was changing out the set. The drive support cap was normal. The customer also reported the insulin pump received no delivery alarm. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.